Event description:
It was reported that the system had a pre-charge error and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. This device has not been evaluated by ge.